Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was 189 mg/dl. Customer reported that insulin continues to drip after letting go of the act button during the prime process and customer was not able to successfully prime the set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with cracked end cap. Unable to confirm prime anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly.